Manufacturer narrative:
(B)(4). Additional information is expected. This report will be updated upon receipt of additional information.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms. The impedance measurements were able to be reproduced with arm abduction. An x-ray was performed which revealed an acute 90 degree angle bend during the arm abduction. Boston scientific technical services (ts) discussed that evidence is suggestive of a lead fracture and recommended a lead revision procedure. No adverse patient effects were reported. This lead remains in-service.

Event description:
The field representative was contacted for additional information; however, no further information has been made available.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.